Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry with residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Corrected data: h6 - device code 1494: off-label use (over 45yrs of age at date of implant) claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -06.50 diopter into the patient's right eye (od) on (B)(6) 2020. The lens was removed and exchanged on (B)(6) 2020 due to "the patient request to change the lens to lower power because patient feels eyesight is too high. The eyesight coud be just on target." This resolved the problem. Cause of the event is reported as unknown.